Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info rec'd, the cause of the reported endocarditis resulting in explant remains unk. However, info from the field indicated the pt had a history of prosthetic valve endocarditis.

Event description:
A pt underwent aortic valve replacement with a 19mm sjm trifecta valve. The trifecta valve was explanted and replaced with a 19mm non-sjm bioprosthesis due to prosthetic valve endocarditis (pve). The physician indicated the device was not the cause of the event and the pt experienced recurrent endocarditis. The pt is stable and recovering.